Manufacturer narrative:
The unit was received with both dust covers underneath the battery slots damaged. Pin 3 inside the nurse call receptacle was bent down. Evaluation of the unit found that the unit did not send a signal to activate the indicator light at the nurse call test fixture due to the bent pin 3 inside the nurse call receptacle. Being that the unit is more than three years old, it is likely cause is expected normal wear and tear. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. The instructions for use state, when using a nurse call cable, ensure the nurse call cable is plugged in to both the alarm and the wall jack before leaving the patient unattended. Verify that an alert is received at the nursing station if the cable is unplugged from the wall jack. There will be no alert at the nursing station or at the bedside if the nurse call cable is unplugged from the alarm. If the nurse call cable is unplugged from the alarm when it is in voice only or mute mode, the alarm will default to voice and tone as a failsafe. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warrant. (B)(4).

Event description:
Customer reported the nurse call cable outlet is damaged on the alarm. Further evaluation found the alarm does not send a signal to the nurse call station. The date the issue was discovered is unknown and no patient or caregiver incident or injury was reported.